Event description:
A malfunction alarm, identified as malfunction code 12, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur. The customer continued to use the pump for insulin therapy.